Event description:
It was reported that the programmer's touch pen stylus would not work, despite changing out the stylus. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint that the touch pen stylus would not work and it was attributed to the stylus port on the media processing unit (mpu) being loose and the mpu was therefore replaced. Analysis also found that the keyboard hinges were broken, that the power supply and system fan were noisy and that the paper guide on the printer drawer was broken off and missing. All affected parts were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).